Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation; however, the balloon ruptured during a kissing balloon technique (kbt). The procedure was completed with a different device and no patient complications were reported.